Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, new performance data collected from the device was received and analyzed. Beginning (B)(6) 2012, right ventricular (rv) lead impedance warning for pacing impedance greater than 3000 ohms occurred. Since 2012, rv bipolar lead impedance is measuring a low of 992 ohms and a high of 4688 ohms. Unable to confirm capture/threshold rising or being high.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Max rv pace impedance rises from 1016 ohm the week ending (B)(6) 2012 to 6000 ohm the week ending (B)(6) 2014. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 15 non-sustained sinus tachycardia episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013 and (B)(6) 2014.

Event description:
It was reported that the lead had high threshold and a gradual rise in impedance. The physician determined to increase follow-up with the patient and is monitoring the lead. The lead remains in use without any intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D164vwc, implantable cardioverter defibrillator, (B)(6) 2009.

Manufacturer narrative:
Product event summary: additional clinical data from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The investigator commented that there were seven nst episodes with v-v intervals less than 220 ms between (B)(6) 2013. (B)(4).

Event description:
It was reported that the lead continues to experience high impedance, oversensing, and high threshold. The lead remains in use without any intervention. The physician continues to monitor the lead every three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.